Event description:
(B)(6) reported in his letter that during an emergency action, the stretcher was fetched out of the ambulance and driven to the shock room with the pt. During physical examination of the pt, the stretcher was in the highest position. Then the pt has been taken with the stretcher to the radiography where the stretcher was put down one step, first at the footend and then at the headend. During relocation, the pt's legs at the headend of the stretcher slid down in the direction of the footend. Our employee has hurt himself. There was pt involvement and there was an adverse consequence to report.